Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿yellow spots¿ were not on the inside of the tubing of an unspecified quantity of clearlink system continu-flo solution sets. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: correction, update to: it was reported some of the clearlink system continu-flo solution sets had yellow spots on the inside of the tubing (previously reported on the initial as ¿not on the inside of the tubing¿). H10: thirty-four actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed yellow spots on the outside and the inside the package of the samples. The reported condition was verified. This type of yellow particle has not been seen in the manufacturing environment. The customer reported that upon receipt of the product, they take the devices out of the box and put in a plastic tote to put on a shelf in their storeroom. Therefore, it has been determined that the cause of the condition was due to environmental, distribution or shipping factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.